Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. : product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot null. Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, swelling, inflammation, lack of mobility, and infection. Medical records for MDR reportability, with the revision operative note indicating probable alval. No infection was noted as alleged. Lab results from (B)(6) 2012 indicated the cobalt and chromium level were below 7ppb, so the stem is not being added for the alleged high metal ions at this time. Debris was noted when the head was removed, but no corrosion was noted. The cup was noted to be malpositioned, but wasn't revised. In addition to what were previously alleged ppf alleges loosening of cup, fracture (bone), dislocation with open reduction, dislocation with closed reduction, loosening of stem, metal wear metallosis and elevated metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2013; (right hip).